Event description:
Country of complaint: (B)(6). The thread often detaches when the thread end is fixated at the yellow button.

Manufacturer narrative:
U.s. Reporting agent notified on 01/17/2014. Manufacturing site eval: use of expired product. Complaint is not accepted. Corrective action: not applicable.